Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the physician had difficulty intubating into the esophagus and noted slight bleeding. Removal of the lesion was said to have performed successfully without further complication. The pt was kept for observation following the procedure and an x-ray was said to have performed which reportedly discovered free air in the pt's chest cavity leading the users to believe there was a perforation on the esophagus. The pt was reportedly admitted and provided with antibiotics. The pt reportedly remained at the hosp for 24-48 hrs and was sent home. The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during observation following an endoscopic mucosal resection (emr) procedure, x-ray revealed free air in the pt's chest cavity.